Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, loss of capture was noted on the right ventricular lead. The patient was seen in clinic. A chest x-ray was performed, and it was observed that the right ventricular lead was dislodged. The right ventricular lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
A complete lead measuring 64.5cm was returned in one piece for analysis. The damage was found sustained during surgical procedure. The lead was otherwise normal.